Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt visited the physician due to the return of symptoms. The pt was reprogrammed and an x-ray was performed. There was "some breakage" found at the proximal end of the lead. An explant and replacement of the lead was performed during the week of (B)(6) 2011. The pt, then, received "proper" therapy. There was no injury to the pt.